Manufacturer narrative:
(B)(4).

Event description:
It was reported that wire was stuck in lesion and vessel dissection occurred. The 85% stenosed target lesion was located in a moderately tortuous and severely calcified middle of the right coronary artery (rca) and contained on a more than 130 degree bend. A 330cm rotawire¿ was selected for use. During the procedure, it was noted that the rotawire was stuck in the lesion. The physician then removed the rotawire from the patient's body; however, it was noted the tip retained some foreign matter. Furthermore, vessel dissection occurred. The patient was sent to surgery and coronary artery bypass grafting (CABG) was performed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Visual inspection revealed that the device has the wire kinked in the middle of the device and the spring tip bent, also, a particle evidence of use was found in the distal section. Dimensional inspection revealed that the overall length and the outer diameter of the distal tip, middle of the device and the proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that wire was stuck in lesion and vessel dissection occurred. The 85% stenosed target lesion was located in a moderately tortuous and severely calcified middle of the right coronary artery (rca) and contained on a more than 130 degree bend. A 330cm rotawire¿ was selected for use. During the procedure, it was noted that the rotawire was stuck in the lesion. The physician then removed the rotawire from the patient's body; however, it was noted the tip retained some foreign matter. Furthermore, vessel dissection occurred. The patient was sent to surgery and coronary artery bypass grafting (CABG) was performed. No further patient complications were reported and the patient's status was stable.